Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. Prior to the procedure, the right ventricular lead exhibited noise that was oversensed by the device. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.